Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level. The customer will continue using the current pump and also has multiple daily injections (mdi) as a backup. Technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. The customer showed interest in obtaining an out-of-warranty loaner pump.